Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00329; (B)(4) revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to unknown revision reason, 36 neutral head ball swapped out for larger size 40 head ball.